Event description:
It was reported revision surgery was performed due to metallosis and pain. Implantation was in 2009.

Manufacturer narrative:
The combination of devices used in this case constitute an off label application in the USA.